Event description:
Reported different day mobile system blood glucose results of 3.8 mmol/l, 10.2 mmol/l, and 7.1 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in netherlands. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.